Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional ht command 18 device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that two command 18 guide wires were used in the patient; however, the coating was peeling. Everything was removed from the anatomy. No additional information was provided.

Event description:
Additional information: the procedure was performed to treat a lesion in the superficial femoral artery. No resistance was felt when removing the ht command 18 st guide wires from the dispenser coils. The guide wires were prepped; however, the polymer coating of both guide wires was noted to be peeling before use. There was no patient involvement. The procedure was successfully completed with a new command 18 st guide wire. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed since the lot number was not reported. Factors that may contribute to polymer coating peeling during the procedure may include but not limited to manufacturing, mishandling of the device during preparation, device interactions or patient anatomical conditions. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. Based on the inconsistent reported information, the investigation was unable to determine a conclusive cause for the reported peeling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.